Event description:
Related manufacturer ref: 2184149-2022-00003, 3008452825-2022-00005. During a premature ventricular contractions ablation procedure, a prolonged procedure occurred due to the ablation catheters not showing contact force. Two catheters and the tactisys were exchanged, but the issue remained. The ethernet cable was also exchanged to no resolve. The procedure was continued with no contact force and there were no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.